Manufacturer narrative:
Analysis had shown that there were no significant anomalies found. The battery was near normal battery depletion upon receipt. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was using the tablet. They said it was a flaw with the high impedances. Everything needed to know was in the statement. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller stated they read the patient's ins with the tablet and saw that c&8 were showing 2016 ohms. They then read the impedances with the 8840 and c&8 showed 1230 ohms at 3v. Technical services reviewed that they 8840 hsowed what value that the impedances were tested, the tablet does not. The caller was instructed to get the manufacturer's file to see what value the impedances were run at. The caller was no longer with the patient and had exited the workflow. They would meet with the patient again and replicate the issue and obtain the manufacturer file. The caller was concerned that the patient may be denied for an MRI because of the high impedances. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.